Event description:
It was reported in the research article titled ¿post-lvad exacerbated atrial septal defect (asd): resolution of symptoms following percutaneous closure¿ that the heartmate 3 left ventricular assist device (lvad) may be associated with hemodynamic instability. In this case study, a 36-year-old male underwent implantation of a heartmate iii lvad as btt. The patient had an uneventful pre-operative period initially and stable lvad parameters at discharge. However, the patient soon experienced worsening dyspnea, fatigue, and recurrent hospitalizations for heart failure, despite optimal lvad function. A subsequent tee with agitated saline contrast revealed a previously undiagnosed an asd with significant left-to-right shunting, exacerbated by the altered hemodynamics of the lvad. The patient underwent successful percutaneous closure with an amplatzer device size 25mm, resulting in immediate reduction in shunt flow. Post-procedure, the patient showed marked symptomatic improvement, with dyspnea reducing and no further heart failure hospitalizations. Enhanced exercise tolerance and quality of life was also reported. In conclusion, hemodynamic changes induced by lvad support can exacerbate undiagnosed asds, leading to significant clinical deterioration. Percutaneous closure of the asd with an amplatzer device can effectively resolve symptoms and improve patient outcomes.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: the event date was entered as 25may2023 as that is the date of the patient's implant. Sadraldin, r., elshoura, y., laimoud, m., hasan, h., alnajashi, k., raslan, I., & bakhsh, a. (2025). Post-lvad exacerbated atrial septal defect: resolution of symptoms following percutaneous closure. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.926. Prince sultan cardiac center, riyad, saudi arabia; cairo university hospital, cairo, egypt; king saud university, riyadh, saudi arabia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing until on (B)(6) 2024 when they received a heart transplant. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.